Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during inspection for use, part of the cover of the videoscope peeled off in a section about 10 cm from the distal end. There was no patient involvement.

Manufacturer narrative:
Updated: b5, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The complaint allegation of partial peeling of the cover approximately 10 cm from the tip was confirmed. Based on the investigation, the most probable causes are such damage of parts due to wear/ deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.